Manufacturer narrative:
Visual and functional inspections were performed on the returned device. The reported difficulty to insert and difficulty removing could not be tested as they were based on procedural circumstances. The reported obstruction of flow could not be tested due to the condition of the returned device. The reported needle to cuff miss and material separation were confirmed. In this case, based on the reported information and analysis of the returned device, it is likely that the reported resistance during insertion, lack of blood flow from the marker lumen and reported needle to cuff miss were the result of interaction with the patient anatomy. The force exertion during the device insertion against resistance most likely caused the guide to break at the distal end of the guide tube preventing the foot closures which subsequently caused the resistance during device removal. Further attempts to remove the device with force against resistance likely caused the guide to separate from the distal end of the guide tube as observed on the returned unit. As it was reported that force and movement were applied in an attempt to remove the proglide device, it should be noted that the proglide instructions for use (IFU), precautions, states: do not advance or withdraw the perclose proglide smc device against resistance until the cause of that resistance has been. Excessive force used to advance or torque the perclose proglide smc device should be avoided, as this may lead to significant vessel damage and / or breakage of the device, which may necessitate intervention and / or surgical removal of the device and vessel repair. In this case, the use of force to remove the device was most likely due to circumstances of the procedure. Hemorrhage is listed in the IFU as a potential adverse event associated with the use of suture-mediated closure devices. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history revealed no indication of a lot specific product quality issue. The investigation determined that the reported difficulties, subsequent patient effect and surgical treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). The additional proglide device referenced is filed under a separate medwatch report number. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement with two proglide devices were attempted in the left common femoral artery via 6fr sheath using the preclose technique prior to a percutaneous transluminal coronary angioplasty with impella procedure. Reportedly, resistance was felt when inserting the first proglide device; however, the sutures were placed. A second proglide device was inserted against resistance. Once placed, blood flow out of the marker lumen was weak; however, the procedure was continued. When removing the plunger, no sutures were attached to the needles. The foot of the proglide device was closed, but the device could not be removed from the patient anatomy. Force and movement were applied in an attempt to remove the proglide device. The proglide device was removed; however, the black distal sheath broke and remained in the artery. As the patient experienced a loss of blood, a vascular surgeon was called in to perform a cut down and remove the black sheath. The sutures of the first proglide device were removed during the cut down and the artery was sutured closed to achieve hemostasis. There was no reported clinically significant delay in the entire procedure. No additional information was provided.